Event description:
It was reported to philips that the system gave a blue screen, preventing a full system boot. The device was outside clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. A philips engineer received that the system was unable to boot up. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.